Event description:
Device 4 of 4 : reference MFR. Report#: 1627487-2018-08517 , reference MFR. Report#: 3006705815-2018-02210 , reference MFR. Report#: 1627487-2018-08518. Follow-up revealed surgical intervention addressed the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2018-08517, reference MFR. Report#: 3006705815-2018-02210, reference MFR. Report#: 1627487-2018-08518. It was reported low impedance was found. X-rays were taken and revealed lead migration. In turn, the patient underwent surgical intervention. During the procedure, the patient's anchors were found to be broken. As a result, the doctor decided to explant and replace the patient's leads and anchors. The doctor also electively explanted and replaced the patient's ipg.